Event description:
It was reported that the perforator bit 14/11mm did not stop spinning during a procedure. The perforator bit plunged and tore the dura, as a result there was a dura leak when they pulled back. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of this event.

Event description:
It was reported that the perforator bit 14/11mm did not stop spinning during a procedure. The perforator bit plunged and tore the dura, as a result there was a dura leak when they pulled back. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of this event.

Manufacturer narrative:
The part was returned, and it was confirmed to perform as expected. The definite root cause of this issue is undetermined.

Manufacturer narrative:
The device has been returned for evaluation. The investigation is ongoing and a follow up will be submitted once the investigation is complete.